Event description:
A 4.0mm diameter x 18mm length ave gfx stent was inserted into the distal right coronary artery. While attempting to advance the stent through the artery, the guide catheter suddenly became disengaged from the ostium pulling the guidewire and stent delivery system out along with it. As a result, the stent dislodged from the stent delivery system and remains within the patient's arterial vasculature. There was no additional clinical sequalae reported relative to the event and there is no further information available from the user facility.